Event description:
It was reported that the handheld device was freezing and was unable to complete programming attempts. The wand was confirmed to functioning properly. The handheld was fully charged and disconnected from the electrical outlet; however the issue did not resolved. The programming system was reportedly able to program an unused generator. A different handheld was used with the programming system and no programming issues occurred. The suspect handheld device and software flashcard have not been returned to date.

Event description:
The handheld device was returned to the manufacturer for analysis. It was identified that the handheld would not power on. The cause for the anomaly is associated with a swollen main battery. The swollen battery bent the battery cover causing the battery latch switch to register that the latch was unlocked, thus preventing the handheld from powering on. No further anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.